Event description:
The pt's pump was removed in 2009 after the hcp filled the pocket rather than the pump. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).